Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a single-port laparoscopic myomectomy procedure, when the absorbable suture was used to suture the tissue, while employing a continuous suturing technique, the thread was disconnected from the needle. Another suture was then used to resolve the issue. It was noted that the surgical time was extended for less than 30 minutes. There was no patient injury.